Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced an episode of ventricular tachycardia (vt) for which therapy was delayed. Once the device provided a shock the vt was converted successfully but the patient experienced a brain injury. It was noted that the device was programmed with a long therapy duration and shocks were off in the vt-1 zone. An unstable rhythm in conjunction with undersensing were determined to have inappropriately inhibited therapy. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced an episode of ventricular tachycardia (vt) for which therapy was delayed. Once the device provided a shock the vt was converted successfully but the patient experienced a brain injury. It was noted that the device was programmed with a long therapy duration and shocks were off in the vt-1 zone. An unstable rhythm in conjunction with undersensing were determined to have inappropriately inhibited therapy. No additional adverse patient effects were reported.